Event description:
Implant extruded. Revision surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of MFR or component failure.